Manufacturer narrative:
(B)(4). A followup report will be submitted when the evaluation is complete. Evaluation in process.

Event description:
The account generated a false positive architect troponin-I (0.048 ng/ml) on a patient sample that was questioned by the physician. A newly drawn sample tested architect troponin-I negative (0.001 ng/ml). Additionally, a 10-fold determination was performed with inconsistent results between 0.001 and 0.066 ng/ml. The account uses a troponin cutoff of 0.032 ng/ml. No specific patient information is available. No impact to patient management was reported.

Manufacturer narrative:
The account replaced the architect i2000sr sample and r1 probe for resolution. A review of instrument service history did not identify any other issues that may have been a factor in the customer event. A review of data for the probe part number shows the probe is commonly replaced as part of preventative maintenance or to address liquid level sense, fluidics or results issues. No adverse trends were identified for the probe. Troubleshooting assistance for erratic results is available in current labeling along with component replacement procedures. No product deficiency was identified.